Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for an update procedure unrelated to this event. Patient is completely pacemaker dependent. Interrogation prior to procedure revealed high, out of range, high capture threshold on the rv lead. The lead was capped on (B)(6) 2018 and a new rv lead was implanted. Patient was stable before, during and post procedure.